Event description:
This course has also been complicated but multifocal cva that presented as blurry vision. It was thought his acute symptoms and ams were 2/2 seizure and septic emboli. Anticoagulation was held in this setting. Unfortunately his lvad showed elevated power and flow concerning for device thrombus. Heparin drop was restarted on 2/17 with stable hct once ptt was stable.